Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during fill 1 of 4 on the homechoice (hc). The patient was connected at the time of the alarm. The caregiver (cg) stated that the heater bag became disconnected. The technical service representative (tsr) assisted the cg in ending therapy. The tsr reviewed proper procedure with the cg and advised the cg to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned for analysis; therefore, no evaluation could be performed. However, the patient reported that the heater bag had disconnected which is a known cause of this alarm. If additional relevant information is obtained, then a follow-up report will be submitted

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.